Event description:
The customer reported that she was hospitalized recently due to high blood glucose levels, with a reading of 600 mg/dl. The customer wanted to know what areas of her body she could insert the infusion sets into. The customer did not want to troubleshoot. Advised the customer of the different areas she can insert into. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.